Event description:
Patient used optifree puremoist multi-purpose disinfecting solution 5-in-1 and contracted bacterial conjunctivitis twice. She had previously used the same solution without any problems. The new bottle of solution caused her eyes to become red after storing her contacts in the solution. The first time this occurred with this specific bottle, she was treated with antibiotic drops which resolved the infection. She then used the same bottle to store her contacts. The next day she inserted her contacts, and the redness/infection occurred once again.